Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited a false pause due to undersensing issue. No intervention was performed and the patient experienced no consequences.